Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software error. The investigation revealed that initially there was an error in the image visualization system (ivs) during patient registration, caused by an application crash. To correct this problem, the system restarted the process. This resolved the initial ivs error, however, the image acquisition system (ias) continued to use old connection/communication data. As a result, the connection establishment did not work, the working memory ran full, and the contents of the working memory were swapped out to the hard disk by the windows function. Therefore, the ias could only react very slowly and prevented the triggering of an x-ray exposure. Examination of the log files showed that the customer tried four times to trigger the x-ray, but the problem persisted. A system reboot resolved the problem and full functionality was available within approximately 6 minutes. No service intervention was required, and no parts were replaced. After system reboot there were no further issues reported and the system works as intended. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono biplane system. During an interventional procedure, the user reported that no x-ray was possible. A system shutdown and restart was initiated during the patient procedure. The procedure was continued and completed on the imperfect system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.